Event description:
Revision surgery - the surgeon performed a peri-prosthetic fix of the humerus by removing and replacing the stem and insert.

Manufacturer narrative:
The reason for this revision surgery was to address a peri-prosthetic fracture of the humerus after 22 days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one due to trauma, two due to dislocation, and one revision surgery. This is the first complaint for this lot number. The root cause for the peri-prosthetic fracture was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a peri-prosthetic fracture of the humerus; the surgeon removed and replaced the stem and insert.